Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use nc euphora rx balloon to treat a mildly calcified and tortuous distal rca lesion exhibiting 90% stenosis. No damage noted to device packaging. Device was inspected and negative prep performed successfully with no issues noted. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered or excessive force used during delivery to the lesion. The balloon was being used to pre-dilate the lesion and it was reported that the balloon burst on first inflation at 14 atm. The device was not moved or repositioned prior to the burst. No patient injury reported. The procedure was completed with the same size balloon.

Manufacturer narrative:
Product analysis: a 0.015¿ mandrel and .014¿ guide wire was placed through the guide wire entry port and advanced distally exiting the distal tip with no restriction. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon, confirming the presence of a leak. A pin hole leak was detected in the balloon working length. The leak site was jagged and uneven. The distal tip was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.